Manufacturer narrative:
The initial reported event of injury/emotional distress/mental anguish/defect/increased sic/elevated threshold was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Evaluation summary: analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the lead was cracked and "[it] malfunctioned." Previously reported via a remedial action exemption (rae) report were injury/emotional distress/mental anguish/defect/increased sic/elevated threshold. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.